Event description:
Reference number (B)(4). Event occurred in hungary, it was reported that on (B)(6) 2024 customer reported that infusion set cannula is breaking continuously along with needle and fractured occurred upon removal the infusion set at 90 degrees. The site of insertion is thigh, abdomen and buttocks. The length of infusion set was inserted in body for 3 days' no further information available.

Manufacturer narrative:
E1: patient city:(B)(6). Patient country: hungary. H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.